Event description:
Two days post implant developed sepsis.

Manufacturer narrative:
Discussion with facility revealed the pt had a history of infections and a compromised immune system. It was discussed that the infection was believed to be caused by the combination of the procedure technique and the pt's health and has nothing to do with the product itself.